Event description:
During a follow up, episodes as vt/vf were observed. The patient received several inappropriate shocks due to noise on the right ventricular lead. Noise was not reproducible with isometrics. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.